Manufacturer narrative:
Batch review performed on 23 december 2019. Lot 165724: (B)(4) items manufactured and released on 10-nov-2016. Expiration date: 2021-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager 2 years and 10 months after primary cemented total knee arthroplasty, the insert fixation screw got loose in the joint. It was immediately removed with an arthroscopic operation. No consequence should be expected for the absence of the screw in the future life of the implant. During the arthroscopic procedure, visual inspection of the articular surfaces can be performed. In case of no or minimal damage, little or no further consequence should be expected from this event. The cause for self-unscrewing of the insert screw is not known: one possibility is insufficient tightening torque, but other unknown conditions may also play a role. Visual inspection performed by r&d project manager. Visual inspection carried out on explanted fixation screw 2 years and 10 months after primary surgery. Major signs of plastic deformation, which interest both the head and the treated part, could be observed on the explanted screw. These parts could have been plastically pressed when screw backed out from the baseplate. It is very likely that it was interposed between the femoral component and the tibial insert and underwent the body load. No consequence should be expected for the absence of the screw since its usage is optional. The fixation screw has been arthroscopically removed. Tibial insert, tibial baseplate and femoral components have not been explanted, so we can suppose that they have been found in good condition during arthroscopy. In case of no or minimal damage, no further consequences should be expected from this event. The most likely cause for self-unscrewing of the screw is insufficient tightening torque. At the time of the primary surgery, the torque limiting screwdriver (ref. 02.07.10.4577; torque limiter screwdriver 3.5 nm), now mandatory, was not used. Other unknown factors might also play a role in the event. No further considerations can be drawn with the information at hand.

Event description:
Patient presented with right knee pain. X-ray confirmed tibial screw complete back out. The screw was arthroscopically removed 2 years and ten months after primary surgery. No torque limiter used during primary surgery.